Event description:
It was reported that before a breast biopsy procedure, to please have a look at this plastic piece. It was the first piece what came out of the probe while performing a st biopsy. In two other cases, the pathologist reported that he found plastic in the first harvested specimen cylinder. Please investigate on this and report what's about these particles. It was not reported how the procedure was completed. No adverse consequences reported.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.